Event description:
Additional information was received from the manufacturer representative reporting that they saw the patient on (B)(6) 2021 and nothing had changed. The ins was recharged to full in 20 minutes. Sometimes recharged 100% in the evening and completely empty in the morning with the ins off. The ins discharged in 2-3 hours. Overdischarged and high recharge frequency was noted. The problem was with the ins. The device settings were 3.8v, 500mcs, 300hz, and impedances were within normal range. Recharge frequency was calculated, at 500 ohms end of life (eol) was at ±2.1 days and at 1,000 ohms was at ±3.8 days. The cause was unknown. The action taken was recharging more often.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after a physician reset of the ins the battery charged from 0% to 50% in 20 minutes. The patient fully charged the battery the day before report and it was fully depleted the next day and stimulation was off. It was noted the battery was depleted for months and it was difficult to restart. The issue was not resolved at the time of the report.